Event description:
The fe described a data loss situation, which resulted in a loss of pt data/images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further info is not available.